Event description:
Massive right hemothrorax following insertion of left subclavian quinton catheter. It appeared that the guidewire or the vessel dilitor and sheath had exited from the venous system from the left subclavian vein or inhominate vein and must have traversed posteriorly through the mediastenium just anteriorly to the trachea and under the pleural spaceinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.